Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-00652. It was reported that the patient experienced high impedances on contacts 1-8 on one of the leads. As a result, the patient underwent surgical intervention wherein one lead was explanted. Effective therapy was restored with the lead that remained in situ. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
The procedure date was inadvertently not entered in the initial report. It should have included (B)(6) 2018 as the procedure date.